Event description:
Procedure: lap chole. According to the reporter, the staples failed on the duct. The clips were applied and during irrigation the clips came off the cystic duct. The procedure was converted to open and was completed. Or time was extended approximately 30 minutes.